Event description:
After the sutures were placed in the sewing cuff, the 25 mm valve was parachuted into the annulus and secured intra-annularly when one of the leaflets dislodged into the left ventricle. The valve and dislodged leaflet were removed and there did not appear to be any structural damage. The procedure was completed utilizing a 23 mm sjm mechanical valve (model, s/n unk).